Event description:
It was reported to philips healthcare that on (B)(6) 2014, the paramedics arrived on scene for a patient (patient age, sex and weight are unknown) who presented with chest pain. The heartstart mrx, which was on battery power, was used to monitor the patient, however the device shutdown with the screen going blank. The patient was unmonitored until for a few minutes until the ambulance arrived to transport the patient to hospital. The paramedics used a second heartstart mrx, which was in the ambulance, to monitor the patient. The emergency physician noted the device shutdown did not impact patient outcome as there was no delay in patient care, but rather a gap in monitoring the patient's ECG.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.